Manufacturer narrative:
Ravellette, k.s., gornbein, j. And tobis, j.m. (2024) ¿incidence of atrial fibrillation or arrhythmias after patent foramen ovale closure,¿ journal of the society for cardiovascular angiography & interventions, 3(1), p. 101173. Doi: 10.1016/j.jscai.2023.101173. The gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: new arrhythmia requiring treatment. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Ravellette, k.s., gornbein, j. And tobis, j.m. (2024) ¿incidence of atrial fibrillation or arrhythmias after patent foramen ovale closure,¿ journal of the society for cardiovascular angiography & interventions, 3(1), p. 101173. Doi: 10.1016/j.jscai.2023.101173. This retrospective, single-center study details treatment of 445 predominantly male patients with a mean age of 53 years who underwent percutaneous patent foramen ovale (pfo) closure with appropriate follow-up from 2001 to 2021. The study aimed to evaluate the frequency of post-closure atrial fibrillation (af), atrial flutter, and arrhythmias in 6 pfo closure devices: amplatzer pfo, amplatzer asd, amplatzer cribriform, cardioseal, helex (143), or gore cardioform (125) devices. Detection of postprocedural arrhythmias was elucidated based on patient¿s self-reported symptoms. Symptoms were further evaluated by electrocardiogram (ECG) or extended ECG monitoring, apple watch, or kardia devices to elicit an ECG-based diagnosis. The duration of af or atrial flutter was variable and unspecified given the episodes were unable to be assessed with continuous rhythm monitoring. However, most patients endorsed intermittent symptoms for minutes to hours. Incidence of af, atrial flutter, and arrhythmias were assessed by means of electrocardiogram (ECG) within 6 months after closure. Post-closure af or atrial flutter occurred in 31 patients and its incidence was significantly different across devices. The gore cardioform group had the greatest proportion of patients with af. Cardioform patient outcomes: atrial fibrillation (19 patients) atrial flutter (2 patients) atrial fibrillation or atrial flutter (21 patients) palpitations (19 patients) premature atrial contractions (pac) (1 patient) supraventricular tachycardia (svt) (3 patients) premature ventricular contractions (pvc) (1 patient) there were no patients that required electrical cardioversion. None of the patients with post closure af or atrial flutter had a recurrent stroke or other adverse event. In the event of any persistent postprocedural af or atrial flutter, even if for a brief duration, dual antiplatelet therapy was discontinued, and patients were prescribed oral anticoagulation in addition to an antiarrhythmic. Of the patients with post closure af, 1 had a prior history of palpitations. None of the patients who developed postprocedural af had prior history of paroxysmal af.